Event description:
It was reported that there appeared to be non-capture on the ventricular lead. It was also not that there were indecipherable dual electrograms found on the remote pacemaker transmission. The device and lead remain in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addr01 (B)(6) 2010; 4076 implantable pacing lead (B)(6) 2010. (B)(4).